Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that their insulin pump loosed insulin during priming as well as rejected new batteries. The customer¿s blood glucose was unknown. Customer stated that the rewound process took longer time. Customer reported they received the unexplained no delivery alarm and battery life also diminished. Customer declined to speak with technical support. The insulin pump will not be returned for analysis.